Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient's wife was advised to have the patient try forgetting all bluetooth devices, killing all applications and restarting the phone. At the time of contact, no injury or medical intervention was reported.